Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number :010000858, lot number:6289833, brand name: g7 liner; catalog number :51-107150, lot number:6037453, brand name: taperloc stem; catalog number :650-1057, lot number:unknown brand name: biolox ceramic head; catalog number : 650-1066, lot number: unknown, brand name: taper sleve. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient is being indicated for revision due to the cup going into the pelvis leading to fracture approximately 9 months post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: ¿ no right pain ¿ no left hip pain ¿ reports left knee pain since left hip surgery, otc medications not controlling pain (8/10) ¿ limb length equal, no fixed deformity of right or left hip ¿ x-ray reports good position & alignment ¿ plan to start with tka of the left knee, currently scheduled for right tha/ ¿ no pt ordered medical records were evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.